Event description:
After fired, the instrument could not be removed from the rectum. It was reported by force. Exchange the instrument and another anastomosis was performed. Procedure: lower anterior resection